Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the user interface (ui) printed circuit board assembly (pcba) and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is pending.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6).